Event description:
Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during clip deployment, the patient "kicked the leg up." When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be retuned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.